Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the hospital's "programmer" could not connect with the patient's implant to turn therapy off. Caller stated that the patient was scheduled to have knee surgery yesterday but when they got to the hospital, they informed them the therapy needs to be turned off. Caller stated the hospital did have 2 other devices/programmers but they couldn't connect to the implant to turn the therapy off for the surgery (patient lost their programmer). Caller did not know the details of the equipment that was used at the hospital. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.